Manufacturer narrative:
The field engineering specialist replaced the reagent probe, the measuring cell, sipper tubes, cleaned the pre-wash unit, and sipper tubes, adjusted the sipper position. The investigation at the customer site is ongoing.

Manufacturer narrative:
On follow up service visits, the service engineer replaced a bent reagent probe and cleaned the pre-wash unit. He also replaced the measuring cells and sipper tubing. The customer has had no further issues since the service actions. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a ongoing issue with their thyroid results from their cobas 8000 e 801 module. The customer provided an elecsys ft3 iii result for 1 patient sample that was a reportable malfunction. The initial ft3 iii result was > 50 pmol/l with a repeat result of 7.9 pmol/l. It was unknown if the erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The ft3 iii reagent lot was 31482400 with an expiration date that was not provided. A field engineering specialist observed that the procell syringe was cloudy. He performed a full procell decontamination. He performed reagent primes. He cleaned all the tubing that is involved with the procell delivery. He cleaned the procell syringe and replaced the syringe seal. He performed an instrument check with acceptable results. Calibration and qc testing was performed with acceptable results. Following the service activities, the customer stated that they are still having issues with the analyzer, but they did not provide or mention any specific affected patient results. The investigation is currently ongoing.